Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was spinal pain. The patient reported that they have been having difficulties connecting to the pump and ¿it takes forever¿. The patient stated, ¿they've timed it, and it can take a minute and a half before it moves from 91% - 100% so I don't know if I'm getting the meds or not¿. During the call the patient made a comment about ¿swelling¿ when describing the issue connecting to the pump, but when the agent further inquired, the patient just again stated it takes a minute and a half before it goes from 91% to 100%. Every now and then the patient had to cancel the communication and try again before it was able to work. The patient stated ¿in my opinion - it's the battery - but also, my hands have been so numb, so I don't know if that goes with it or not - I just went through major surgery¿. The patient stated they had been in the hospital for ¿a few months¿ and had gone in august 1st and had neck and spine surgery which was confirmed to be unrelated to their medronic pump/therapy. When asked the event date, the patient stated, ¿it was slowly before I went into the hospital and I went in on the 1st of august and got home the day before yesterday¿. The patient was assisted in connecting to pump and the percentage hung at 91% for about 30 seconds. The patient then did not bolus due to bolusing before calling. The agent reviewed closing the app after use and had the patient reset the communicator and toggle off/back on bluetooth. The patient agreed to monitor and call back for assistance as needed.